Event description:
It was reported that "staples were found jamming prior to use". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "misfire/jamming - info not provided" could not be confirmed based upon the sample received. After removing the two staples that were stuck in the distal tip, the returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. It could not be determined when or how the two staples got stuck in the device, but there were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "staples were found jamming prior to use". No patient involvement.